Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels greater than 30mmol/l (540mg/dl), along with ketones, which required medical assistance. The patient reported seeking medical attention on(B)(6) 2026 and stated that he was hospitalized for nearly one day. A specific medical diagnosis was not provided; however, the patient reported receiving insulin treatment. It is unknown whether ketone testing was performed at home or at the medical facility. It was further reported that the elevated bg levels occurred after the pod detached from the infusion site and no replacement pod was available. Details regarding infusion-site preparation were not specified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not, align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.